Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported deformation due to compressive stress (soft tip) associated with the sgc soft tip damage was due to the clip becoming entangled with the sgc tip. The reported difficult to remove (entanglement) associated with the clip becoming entangled with the sgc tip appears to be due to procedural circumstances (clip withdrawn while not fully closed). There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in b5 is filed under separate medwatch report number.

Event description:
This is filed to report clip caught in the steerable guide catheter and a damage to the soft tip it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The clip delivery system (cds) functioned as intended during preparation. After advancing the clip to the left atrium, it was noticed that the clip was difficult to close or open. It was decided to remove the clip; however, during retraction of the clip, the clip got caught on the steerable guide catheter (sgc). Cds and sgc were removed. It was noted that the soft tip of the sgc was damaged when the sgc was out of the patient. A replacement cds and sgc were used to complete the procedure. One clip was implanted with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported deformation due to compressive stress associated with the soft tip deformation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported deformation due to compressive stress (soft tip deformation) is related to procedural conditions associated with the open clip getting caught on the sgc soft tip while retracting it into the sgc. There is no indication of a product issue with respect to manufacture, design or labeling.